Manufacturer narrative:
Date of event: exact date unknown, event occurred in approximately three or four months ago.

Event description:
It was reported that patient was having difficulty aligning the charger over the implant. The patient underwent an ipg replacement procedure and doing well post operatively. The explanted device will not be returned as the hospital held the device.